Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: review of the black box data revealed several unexplained power-on-reset events dated 26 january 2017. On investigation, the pump powered on with functioning audio tone and vibration; the display screen displayed the verify screen. Investigation did not duplicate the alleged ¿no power¿ complaint. The pump was exercised for 24 hours using the returned battery cap, which was undamaged and secured properly to the pump and maintained electrical connection. No power interruption occurred during the investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).